Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was repositioned due to dislodgement. Additional information indicated that intermittent capture was noted after the revision but the sensing and impedance was normal. This ra lead remains in service. No additional adverse patient effects reported.